Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires on the power supply box. The power supply cable was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems power supply cable was received for evaluation. Visual inspection of returned material revealed damage to the power supply in the form of the output cable being torn at the area where it joins the strain relief. Exposed frayed and broken internal wires were visible at the damaged area of the power supply¿s output cable. Due to the extent of damage to the returned power supply, performance analysis was not attempted with it as a safety precaution to avoid an electrical hazard. Root cause of exposed wire concluded to be damaged power supply based on the observed state the component was returned in.